Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported hearing the lead integrity alert (lia) and said, "some wires are loose. Wouldn't make a good connection to the heart muscle." The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.